Event description:
As reported, during angiography with embolization of an aneurysm, a flexor raabe guiding sheath leaked. Access was obtained in the femoral artery to target the superior brachial artery. Another manufacturer's 5-french sheath and 260-centimeter wire were used through the cook sheath during the procedure. Resistance was not encountered upon insertion or removal of any device through the sheath. The wire guide was in the lumen at the time of the leak. A new sheath was used to complete the procedure. The patient did not require treatment for blood loss. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
E1: customer name and address = phone: (B)(6). Postal code: (B)(6). Country: china. H3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during angiography with embolization of an aneurysm, a flexor raabe guiding sheath leaked. Access was obtained in the femoral artery to target the superior brachial artery. Another manufacturer's 5-french sheath and 260-centimeter wire were used through the cook sheath during the procedure. Resistance was not encountered upon insertion or removal of any device through the sheath. The wire guide was in the lumen at the time of the leak. A new sheath was used to complete the procedure. The patient did not require treatment for blood loss. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection and functional test of the complaint device was also conducted. The complaint device was returned to cook for investigation. A scratch was noted on the sheath, approximately 2.4-centimeters from the hub. A kink was noted approximately 33-centimeters from the hub. The sheath tip was out of round. A leak test was performed, and no leaking was noted. There was no damage to the silicone disc. A document-based investigation evaluation was performed. A review of the device history record found one relevant non-conformance on four devices; however, all affected product was scrapped, and 100% inspections are in place to capture the non-conformance. A review of complaint history found no additional complaints for this lot number. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. Although one relevant non-conformance was noted on the lot, all non-conforming product was scrapped, there are 100% inspections in place to capture this non-conformance, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot-related complaints have been received from the field. Therefore, it was concluded that there is no evidence that additional non-conforming product exists in house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to manufacturing or design deficiencies, contributed to this event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.